Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily calcified and mildly tortuous. The trek rx balloon catheter met resistance during advancement to the lesion and during the first inflation at nominal pressure, the balloon ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. Another balloon was used for pre-dilatation. No additional information was provided.